Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use(IFU) and specifications was conducted for purpose of this investigation. Patients medical records are unknown and no imaging is provided. Therefore, it is impossible to comment on the significant physical personal injuries, which patient allegedly suffered approx. 10 months after placement of a tulip filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Under normal conditions, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Per IFU, contraindications: megacava. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but tulip filter manufactured/inspected per specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that on or about (B)(6) 2005, the patient had a cook gunther tulip ivc filter implanted in (B)(6), pursuant to a doctor's order. On or around (B)(6) 2006, the patient claims he suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 18apr2018 as follows: [pt] allegedly received an implant on (B)(6) 2005 via the common femoral vein due to pulmonary embolism. [Pt] is alleging device unable to be retrieved. [Pt] further alleges pain, pain in location of filter and swelling in legs at times. Filter retrieval was attempted on (B)(6) 2006 and was unsuccessful.

Manufacturer narrative:
Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve, pain, swelling, embedded, ivc stenosis". Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, swelling are directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.